Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and verified the reported issue. The cse found the liquid crystal display (lcd) flex cable was broken. The lcd flex cable was replaced and the unit then passed all testing.

Manufacturer narrative:
Covidien reference: (B)(4). During the repair of this device the customer support engineer (cse)replaced both the graphic user interface (gui) flex cable and the gui printed circuit board (pcb). The gui pcb was returned for investigation. The returned device was investigated and found to be the root cause of the reported issue.

Event description:
Customer reported that an 840 ventilator had erratic graphical user interface (gui). The device was not being used on a patient when event occurred.

Manufacturer narrative:
(B)(4).